Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the extraction screw thread is broken. It is unknown where/when the event occurred. It was reported there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: investigation of complained extraction screw for proximal femoral nail anti-rotation blade confirmed that the tip distal is broken off. Instrument returned incomplete for investigation as part of the tip is missing. Relevant dimensions could not be measured due to the damage incurred. Further investigation on documentation for material and manufacturing shows that the instrument produced in december 2010 meets specification. No failure in material or manufacturing could be detected. Without any further details it is unfortunately not possible to determine the exact cause of the tip damage. It is likely that an unforeseen high mechanical force lead into a material fatigue which caused the broken tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.